Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported compromised implant wall #30. Removed and site grafted.

Manufacturer narrative:
One (1) do not use-tg osseotiteâ® implant 1.8, 5 x 11.5mm (tg2511) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use and wear. Bone / tissue attached to external threads and fractured at the collar area. A damage abutment was also returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 29 (universal) and was used for approximately 7 months, 21 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (150713) for similar events and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed, since the implant was identified as fractured during evaluation.

Event description:
No further event information available at the time of this report.